Event description:
It was reported to boston scientific through a study that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2008. According to the complainant, a planned right pneumothorax was created prior to the radiofrequency procedure to move the nodule away from the chest wall. A small incision was made and a varess needle was introduced into the pleural space to create a right pneumothorax. Room air was then insufflated into the pleural space in an attempt to remove the nodule from the chest wall. However, there was minimal collapse of the lung due to extensive adhesions. A second excision was made more cephalad. Under CT guidance, the coaxial needle guide was then advanced into the lung. The needle was repositioned until the physician was satisfied with its location within the tumor. A total of three ablations were performed in the lesion.

Manufacturer narrative:
Other (collapsed lung, minimal). Other (unknown). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore , a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.